Event description:
It was reported that the pt had a return of pain the last couple of months and the morphine increase was ineffective. An x-ray had been performed and the health care professional could not see the catheter. Add'l info has been requested, a follow up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).